Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported event could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed 14 low flow events. The log file contained low flow alarms when the estimated flow dropped below a threshold of 2.5 lpm. The pump speed remained above the low-speed limit for the duration of the log file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The hm3 lvas IFU lists cardiac arrhythmia and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 month, 21 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported during log file analysis that low flows occurred. The pump was seeing a reduction in blood volume. The cause of the low flows was thought to be ventricular tachycardia (vtach). The patient did not have a defibrillator but had some vtach in the hospital. The healthcare provider stated that it is unknown whether the vtach was caused or contributed to by the lvad or lvad therapy. The patient presented due to dizziness/a fall of unknown cause, and before the fall the patient had chest pain, left arm pain, and a weird taste in the mouth. While falling the patient's driveline became hung on a door knob and 6 inches of velour was pulled out of the patient's abdomen. Computed tomography angiography (cta) was completed with no immediate signs of bleeding or pump malpositioning. The patient was admitted for observation and ended up accumulating 3 liters of blood in the chest. The site of bleeding in the chest was unknown, but was determined to be caused by a massive left pleural hematoma and pulled driveline. The patient was taken to the operating room to be evacuated and received 2 units of blood. The patient is being listed for transplant and will be monitored for infection until transplant can be performed. The patient was made status 3 for 30 day time period as vad. No further information was received.